Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited increased thresholds, undersensing and pacing failure. It was noted that the patient experienced sick sinus syndrome. A perforation was confirmed by x-ray. The pacing lead was reprogrammed and then turned off. No further patient complications have been reported as a result of this event.